Event description:
Pt had silicone breast implants placed 25 years ago and had ultimately developed hard baker level iii capsular contractures of both breasts. The leaking implants were removed by way of surgery on 03/22/99.